Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the right ventricular lead was noted with lead noise that resulted in a non-sustained right ventricular oversensing episode. Increased threshold and varying impedances were also observed. The lead was capped and replaced. The patient was stable.